Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 29, 2025, with lot number 1236843. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Patient contact occurred and the device was not implanted. This record is for the left side. Surgery was completed with a backup device.

Event description:
Healthcare professional reported "the sizer rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.